Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been getting "zapped" by their stimulation since 2018 and had a fall the other day. They wanted a representative to check their ins to make sure that their device was working as intended. No further complications reported.